Manufacturer narrative:
The hill-rom representative found the front castor (wheel) came off the lift. According to the service manual, the following shall be checked at periodic inspection: castor wheels, forks and fork covers. Verify that the castor fasteners are tight. There should not be any play between the fork and the castor nut. Remove the front fork cover and inspect safety casing and bolt channel for cracks or fractures. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer replaced the wheels of the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom mobility specialist that the front wheel of the lift came loose when he was checking over the unit. The lift was located in the shipping area at the account. There was no patient/user injury reported. (B)(4).